Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned and the helix was covered with dried blood and tissue, and the monolithic controlled release device (white part at the lead tip) was deformed with explant damage. At the time of analysis, using alcohol, softened and cleaned dried blood and tissue from helix, and then performed helix extension and retraction. The helix could be fully extended/retracted and turns within specification.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead dislodged and that neither helix would completely retract. The patient was noted to be stable however in a bradycardia rhythm. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.